Event description:
It was reported that the procedure was to treat a heavily calcified, tight, mid left anterior descending artery (lad). An attempt was made to direct stent the 3.0 x 15 mm rx vision, but despite many attempts to get to the lesion, the device would not cross and it was concluded that the stent had become damaged. When the vision stent delivery system was removed, the stent was observed to be missing. The stent was found in the tuohy borst valve and easily removed. An unspecified balloon was then attempted to be delivered, but it also failed to cross and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support, and is not generally a result of a product quality deficiency. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with accessory devices. In this case, as there was no report of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. It was also noted that the sds was delivered to the heavily calcified lesion without pre-dilatation (direct stenting), which may have contributed to the reported complaint. It should be noted that product instructions for use states: pre-dilate the lesion with a ptca catheter. It is likely that an interaction with the heavily calcified lesion during an attempt to directly implant the stent caused the stent to become damaged and disrupted on the delivery system balloon, thereby leading to the ultimate dislodgement of the stent in the touhy valve upon removal. It was noted that device was discarded as the stent implant was smashed, stretched and mangled, which likely occurred from further handling while the stent was removed from the touhy valve after the procedure. Based on the information provided, the reported failure to cross, stent dislodgement and noted damage appear to be related to operational context of the device and not a product quality deficiency. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. A review of the lot history record was performed and revealed no nonconforming material records (ncmr), indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for stent dislodgement/dislocation for this lot.